Event description:
It was reported that the customer rec'd an auto-off alarm in the morning. The customer had not interacted with the pump for 12 hrs. The customer's blood glucose level was 380 mg/dl. The customer indicated that the auto-off feature time settings will be discussed with a health care provider.

Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.